Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." "Elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2011-01011 / 01013).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to luxation and elevated levels of cobalt chromium in patient's blood. The surgeon removed and replaced the acetabular cup, modular head, and femoral stem.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. It is likely that joint laxity and repeated dislocation contributed to adverse wear conditions and the concomitant increase in metal ions observed in this patient.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results which were unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to correct initial reporter information and to relay additional information, which was unknown at the time of the initial medwatch.